Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. A fracture as seen 39 centimeters from is-1 terminal pin of lead. The lead did not pass resistance testing. An x-ray confirmed a lead fracture.

Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pace impedance measurements of greater than 2000 ohms and loss of capture. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. The lead has been returned for analysis.